Event description:
It was reported that the customer's fill estimates were inaccurate. The customer's blood glucose level was at 217mg/dl.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.